Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol.¿ the device was not returned.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022. They were conscious and had an indwelling foley catheter after resection of the prostate. Restraint belt. At 13.05 on (B)(6) 2022, when the patient was in bed, the urinary catheter prolapsed by itself. User immediately notified the doctor to check the patient the rupture of the urinary catheter and the water balloon, the pipeline was incomplete, and the patient's urethral opening was not damaged. The patient should drink more water and observe whether there was foreign body discharge, and report to the doctor in charge for continued observation. No medical intervention reported.